Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found in a floseal product. According to the customer, ¿when mixing the product by pushing back and forth in two syringes, foreign matter was found inside the product.¿ this occurred during reconstitution. No patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified a black particle on the powder syringe. Microscopic inspection revealed a black flexible opaque flake particle, approximately 0.8mm in size, showing striations oriented in a single direction. A fourier transform infrared spectroscopy scan determined that the black particle was consistent with the teflon tray used during the floseal gelatin manufacturing process. The cause of the black particle could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.